Event description:
The customer originally returned his olympus uretero-reno fiberscope due to an unspecified air/water leakage issue. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found in the forceps channel. This report is being submitted to capture the incorrect/insufficient reprocessing noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. Foreign material was found in the forceps channel, compromising the air/water capabilities of the device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that foreign material was found in the forceps channel, compromising the air/water capabilities of the device. The root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.